Manufacturer narrative:
Device history record found no significant anomalies or non conformities.

Event description:
Additional information: symptoms have resolved.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿granuloma¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: intended use/indications: ¿juvéderm vollure¿ xc injectable gel is indicated for injection into the mid to deep dermis for correction of moderate to severe facial wrinkles and folds (such as nasolabial folds) in adults over the age of 21. Adverse events: ¿the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). ¿juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. Instructions for use: ¿the injection technique may vary with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered. Different techniques such as serial puncture, tunneling, fanning, cross-hatching or a combination has been used to achieve optimal results. Injecting the product too superficially may result in visible lumps and/or discoloration.

Event description:
Healthcare professional reported that a patient was injected with 1 ½ syringes of juvéderm vollure¿ xc in the buccal fat pad behind the upper lip, the ¿philtrum/ll fat pad,¿ and in the nasolabial folds. Approximately 12 weeks later, the patient had a sinus infection, unrelated to the device, and was treated with amoxicillin on the day the sinus infection began. Two days later, the patient developed two granulomas (one at the deep orbicularis oris muscle at the left nasolabial fold and one at the right superficial cottle to alar base). Five days later, healthcare professional administered hylenex. Three days after that, treatment with doxycline was prescribed and hylenex treatment was repeated. Three days following, it was recommended the patient continue the doxycline and additional treatments of clindamycin and vitrase were given. Symptoms are ongoing. A cbc with diff and sed rate test was performed and results showed, ¿mat high, rdw low.¿ no biopsy was performed to confirm the granulomas. The needle from the package and a 25 g cannula needle was used for the injection. Patient was concomitantly taking an antidepressant. Healthcare professional explained that the sinus infection was not due to the juvéderm because it occurred over two months after the filler injection. Further follow-up with the healthcare professional revealed that patient¿s symptoms developed on patient¿s left side ¿lateral to injection site¿ and on the right side at the ¿nasolabial alar base.¿ healthcare professional feels symptoms could be related to patient¿s sinus infection, ¿patient had sinus infection, then granulomas developed.¿ additional treatments with vitrase were administered the day after vitrase/clindamycin treatment and, again, 9 days later. Healthcare professional later reported that, ¿granulomas are reduced in size significantly and are not of cosmetic concern.¿ treatment with levoquin was given ¿for a serious sinus infection¿ which is also ¿resulting in improvement¿ of the granuloma.